Event description:
A pt, implanted with a 2-piece patient specific implant in 2010, fell in (B)(6) 2012. The upper implant dislodged and was driven through the opening in the lower implant. The surgeon is planning to reposition the upper implant on a future date. This is the 2nd report of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of the device history record has been requested.